Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera bronchovideoscope had an air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube coating was peeling (1mm squared or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a pinhole on the connecting tube. The device evaluation found that the connecting tube coating was peeling (1mm squared or more). Additional findings include the following: the connecting tube had a dent, the bending tube had a dent, the channel cleaning brush could not be inserted smoothly due to damage to the channel tube, the forceps could not be inserted smoothly due to damage to the channel tube, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The following had a scratch: scope connector, protector of the universal cord on the scope connector side, universal cord, up / down plate, angulation lever, connecting tube, grip, scope cover, control unit, image guide protector, and the switch box. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the connecting tube coating peeling was caused by stress of repeated use, external factors, or handling of the device; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ as below. [Inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction. If the instrument channel port is rotated or turned, do not use the endoscope and return it to olympus for repair. 3. Visually inspect the rubber part around the instrument channel port. Lifting of the rubber part is abnormal. If the rubber part is lifted from the molding part, do not use the endoscope and return it to olympus for repair. 4. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. 6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff. 7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. 8. Gently hold the midpoint of the bending section and a point 20 cm from the distal end. Push and pull gently to confirm that the border between the bending section and the insertion tube is not loose. 9. Inspect the objective lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. 10. Wipe the light guide edges of the endoscope connector using a clean, lint-free cloth moistened with 70% ethyl alcohol. Olympus will continue to monitor field performance for this device.